Event description:
During an ileal conduit procedure, an leakage occurred post-operatively. The surgeon performed a re-operation and found that the staples were missing on the ileum. The surgeon closed the ileum again with another product. The hosp has reported that the pt's status is satisfactory.